Event description:
Additional information was received from the patient on (B)(6) 2024. Patient called back and repeated previously documented information. They had continued to see the message 'batteries low, replace controller batteries.' The patient confirmed this message would come up even when not charging the ins; often when they would check the battery levels. Patient said today they had been charging their ins for about 2 hours, but it had only increased by 40% even though it showed to have excellent charge quality. Agent had the patient examine the equipment; no visible damages to connection pins in controller battery compartment or port, and the recharger seemed to be fine. Patient asked about battery pack; confirmed it was charging and depleting normally. Agent reviewed information about message, sent email to repair for the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about 3 months ago. Patient's implant wouldn't charge past 80% though they were charging for 2 hours at excellent and some days the implant didn't charge at all. Patient met with their representative 3 times and ran tests in their computer and patient was advised to call patient services for a battery pack replacement. Agent reviewed information. During the call there were no damages on the recharger and controller charging port. Patient plugged the recharger and got excellent. Controller was at 80% and implant was at 70%. Agent would call patient back to check on charging status. Patient also mentioned they were told by their representatives that 2 of their leads weren't working or the wires were loose. Agent redirected patient to their healthcare provider (hcp) to address the issue. Agent called patient back and patient was able to charge the implant to 100%. Patient would also get a replace controller batteries message when charging the implant. Agent reviewed information and advised patient to call back if the issue persisted. On 2024-sep-03, the rep reported they saw the patient on (B)(6) 2024, at hcp office and electrodes 2, 5, 6 showed to be yellow (avoid) on the impedance screen. Rep reprogrammed the patient away from those electrodes. The issue was resolved at this time. There were no leads loose. On 2024-sep-19, the rep reported the impedances values were 36,000 on electrode 2, 5, and 6.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.